Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they rushed to emergency room by an ambulance due to low blood glucose level of 37 mg/dl. Customer reported retainer ring was missing. Customer was advised to disconnect from the insulin pump. The reservoir was able to lock in place. It was unknown if customer was using auto mode at the time of incidence. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0871 inches. Device uploaded properly using carelink. Device was received with the new style all black retainer still attached to the pump case. No damage noted on the retainer. Device had pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).